Manufacturer narrative:
Misonix has taken the following actions for nexus® consoles presenting power supply faults: the power amplifier board has been revised to improve reliability and was implemented on an engineering change order. Additionally, a service bulletin was released to instruct misonix service department to revise the power amplifier board when a console is returned. There is also a service bulletin in place to improve the reliability of the l5 inductor for consoles returned to misonix, inc. The nexus console instructions for use (100-10-1000) provides the following warnings regarding power supply faults: a power supply fault results in the following hazardous situations: the system will not boot-up. The system gives a power supply fault during system check. The system shuts down during use. The system gives a power supply fault message during use. Ultrasound and irrigation shut down. Hazardous situations 1 and 2 do not present a significant risk to the patient or user. The IFU contains a warning that the hospital should follow back-up equipment protocols. Hazardous situations 3 and 4 present a potential risk of patient harm due to delay in treatment. There is no significant risk of patient or user injury because ultrasound and irrigation shut down in a fault condition. Design and operational factors that could make the end user aware of the power supply fault condition and allow for its termination: the system check as described in the console IFU provides instructions that require confirmation that the console is working as intended. Function is not confirmed if the "console alerts of a fault or does not respond as expected." The end user should refer to the troubleshooting section of the IFU for next steps. Section 8.3 power supply faults, of the nexus® console IFU states that "the console monitors the internal power supplies at all times and faults in cases when they are compromised. A system reset screen is displayed together with an audible indicator. Ultrasound and irrigation are deactivated." Warning: the nexus® ultrasonic surgical aspirator system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols.

Event description:
On behalf of dr.(B)(6), (B)(6) representative, (B)(6), reported a non-conformance of a nexus® console during an open liver right extended hepatectomy surgery. A "power supply fault, hbf" error came on the nexus® screen and the unit was reported to have stopped working. A detailed description of the incident is reported below: "used for open liver right extended hepatectomy surgery and initially surgeon was using 1.1mm and then 1.6mm long curved tip with short hand piece. Vibration was adjusted accordingly to the needs (ranges from 50 to 90), suction at 100 and irrigation at 30. Monopolar was connected to the dedicated force fx diathermy machine, setting at 50. Everything was working fine and used for about 2hrs of surgery and then error code "power supply fault hbf" error came up. So as per troubleshooting guide, rebooted the unit a few times. Changed to the different power outlet and changed power cord. Same error came up as soon as the pedal was activated. Opened a new hand piece (long hand piece) with new consumable set and tried activation without monopolar connection but no difference. Surgery was completed without aspirator. It adversely affected the patient in that the surgeon's dissection of the liver was interrupted. After the surgery, checked the console again with bonescalpel® hand piece at humedical facility and observed same power supply fault hbf error appearing consistently as soon foot pedal is activated."